Manufacturer narrative:
MFR's report date 7/03/97. The instrument was not returned for eval. It was reported that the pump alarmed upstream occlusion preventing the pt from receiving medication. The pt coded several times during a 12 hr period. The user facility determined that the pump did not contribute to the pt's death, however it made the code process less efficient. It is suspected that the clinical set-up used by the user facility contributed to the occlusion alarms experienced during this incident. Without the subject instrument and administration set-up, the MFR was unable to determine the root cause for the reported upstream occlusion alarms. The MFR will continue to trend reports for false upstream occlusion alarms.

Event description:
The pump alarmed fluid side occlusion preventing the pt from receiving medication. The pt coded several times over a 12 hr period. The user facility does not contribute the pt's death to a malfunction of the pump, however, they feel the level of care the pt received was effected due to the inability to deliver the medication through the pump.